Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead. S-curve height of the lead was measured within specification. The reported event of high lead impedance was not confirmed.

Event description:
During implant, high impedance was noted on the left ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.